Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: (B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The complaint device was returned (B)(6) 2018 for evaluation. Performed visual test and passed. Performed voltage test and passed. Performed pairing test with (B)(6) device and passed. Performed share log review and no data was found. Performed transmitter final function test and passed. The reported event of loss of connection was confirmed. The complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter